Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the auditory feature on the pump had stopped working while the settings were correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no sound issue was duplicated. The pump powered up with vibratory feature but no auditory alarm. The display and the buttons were functioning normally. The pump casing was opened to further investigate, and a cracked solder join was found at the auditory assembly circuit. The damaged solder join was re-soldered and the auditory feature functioned normally.